Event description:
The patient's mother reported her daughter experienced hypoglycemia, leading to an emergency room (ER) visit on (B)(6) 2025, for 45 minutes. The daughter had low blood glucose (bg) levels (46 mg/dl) and was involved in a car crash due to hypoglycemia. She received a "liquid glucose" drink from emergency medical staff (ems) on the way to the hospital. The daughter reported the omnipod 5 system was delivering too much insulin, with her latest bg reading at 74 mg/dl. Despite eating, she remained hypoglycemic. The pod was worn between 24 and 36 hours on the arm.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.